Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. The download data from the received device showed that a rotational sensor error occurred during operation and the error did not appear to affect pod operation, investigation of the drive mechanism components found the commutator cap to be damaged. It could not be conclusively determined if the damage on the commutator cap contributed to the rotational sensor error. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose (bg) level rose to 20.2 mmol/l (363.6 mg/dl) while wearing the pod between 5 and 24 hours. As treatment, a new pod was placed. The device was originally reported for high bg levels.